Event description:
The customer originally reported that the suction does not change when the level on her pump is adjusted. Upon receipt of the product and a qe evaluation on (B)(6) 2014, a breach in the transformer housing was observed, which is a safety risk.

Manufacturer narrative:
Additional method code: product was received on 05/28/2014 and evaluated by qe on 09/05/2014. A breach in the transformer was observed which is a safety risk. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Evaluation summary: a visual examination of the power supply revealed the transformer housing was breached open. A visual examination of the cord revealed nothing unusual. The power supply was not able to be measured so the voltage across the dc plug could not be measured. Resistance across the dc plug was measured 0.755 m ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.3 ohms, which is normal and indicates that the thermal fuse did not blow. See scanned page.